Event description:
It was reported that the colonovideoscope exhibited an error code 216; it was cleaned and had color bars on screen. The issue occurred during inspection for use, and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.